Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented for a routine in-clinic follow up with complaint of chest pain. The lead exhibited loss of capture (loc) at high outputs. A lead perforation was suspected. An echocardiogram was performed and no pericardial effusion was observed, however, a perforation was undetermined. An invasive procedure was performed. An attempt to reposition the lead was made, however, loc was observed in all locations. The lead was explanted and replaced. During initial implant of the replacement lead, loc was observed. The lead was repositioned and capture was obtained. The physician suspected a potential infarct. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of a set screw mark on the lead terminal pin, a cut was observed in the lead and the suture sleeve, dried blood/body fluid was noted in the lumen and in the helix housing. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Guidewire testing and a pressure test of the outer insulation was not performed due to the cut in the lead body and presence of blood/body fluid. Laboratory anlaysis was unable to confirm the reported clinical observations.